Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review; the root cause was due to a seized brake gap. Evaluation of the platform revealed evidence of fluid ingress inside the device during visual inspection and is unrelated to the reported complaint. The platform was powered on and displayed a ua 16 error message. The archive data confirmed the report of a ua 16 error message that occurred on 22 jun 2017. The ua 16 error message was cleared after the brake gap was unseized. It was noted during testing, that the internal components of the platform were damaged due to the observed fluid ingress. Upon customer approval, the damaged parts will be replaced and the device will be further tested to full specification. The autopulse platform is a reusable device and was manufactured on 17 jun 2009. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 16 (timeout moving to take-up position) error message and the lifeband did not retract (the report of the lifeband unable to retract is reported under MFR 3010617000-2017-00556). According to the user, the lifeband was pulled up and the platform was restarted; however, the user observed what sounded like a "spinning gear" inside the platform. No patient was involved with this event. No further information was provided. This report references the observed ua 16 error message that was unable to be cleared by the user.